Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient, who lives alone, woke up in the morning feeling "lousy" and discovered his pump was not running. He called 911 and was transported to a local emergency room where there were no audible or visual alarms on the system controller. The ER nurse called the implanting hospital. The surgeon gave the order to attempt to restart the pump regardless of how long it had been off. The ER nurse was given instructions on how to exchange the system controller and batteries, and the pump started up again. The patient was air lifted to the implanting hospital, and a heparin drip and unspecified inotropes were initiated. An echocardiogram was scheduled. The patient was alert and oriented and stated that ¿he fell asleep and never heard the alarms¿. When the patient arrived at the implanting center, the history screen revealed that low voltage and no external power alarms had occurred. The log file was reviewed and it appeared that the internal backup battery of the system controller had also been drained.

Manufacturer narrative:
(B)(4): the device was returned to the manufacturer, but the evaluation is not completed yet.no further information is available at this time. A supplemental report will be submitted when the device analysis is completed. Placeholder.

Manufacturer narrative:
The log file retrieved from the returned device revealed that the system was operating on the external batteries until the batteries became depleted. The system then reverted to the internal battery for power and operated until the battery became depleted, resulting in the observed pump stoppage. The device was functionally tested using the manufacturer's laboratory equipment and was found to function as intended. The device passed the functional test procedure, confirming that all visual and audible alarms activated when induced, and operated on a mock circulatory loop without any notable event captured in the history screen. A review of device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.